Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 186 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.